Event description:
It was reported the tensionor could not tension the cable properly. Spare tensionor and cable were used instead of them, and the procedure was completed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.